Event description:
Caller reported that pump experienced a malfunction, causing blood glucose level to display "high" though the specific value was unknown. Pump issue led to blood glucose levels exceeding 500 mg/dl. Customer contacted technical support for assistance and was guided on resetting the pump. After reset, malfunction did not recur, allowing customer to continue using the pump. Caller was advised to call back if any issues arose again, and they understood the instructions given.

Event description:
It was reported that ongoing malfunction alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.